Manufacturer narrative:
The dbs device is not currently indicated for the treatment of depression. The dbs instructions for use (IFU) states that new onset or worsening depression which may be temporary or permanent is a known risk that can be associated with dbs therapy. Other complications that are noted in the IFU associated with use of the dbs device include: loss of stimulation, headache; psychiatric disturbances such as suicide, or suicidal ideation or attempts; systemic symptoms such as gastrointestinal (nausea, bowel retention, bloating), and weight changes.

Event description:
The patient reported that she had the dbs system implanted for depression without having positive results. After being released from a week in the hospital for an unknown reason and being reprogrammed, she began to have bulimia attacks. The patient stated that she has been anorexic for ten years, however, she could not stop eating. She contacted the physician and had stimulation adjustments to see if it would improve her mood, however, she continued to gain weight quickly, became depressed, and attempted to take her life due to the weight gain. The patient was unable to attend further reprogramming and the stimulation has been turned off. She noted that the neurosurgeon and psychiatrists have never seen this effect on any patients.